Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system station was stuck on windows update. Customer tried to reboot, but issue was not resolved. Customer reported that the station went into windows update mode and remained stuck for 10-15 minutes; additionally, after attempting to reboot the station, the application still failed to launch properly. However, there were no delays or adverse events or injuries reported based on this event.